Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 48-49 mg/dl and lost consciousness. The customer regained consciousness and was instructed over the phone to inject glucagon to address low bg. Reportedly, the cause of the low bg was due to the pump settings needing adjustment. Customer adjusted the settings to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.